Event description:
It was reported that the pump had a loss of power which occurred while running, and an alarm goes on. The issue only appeared when using the rechargeable battery. The rechargeable battery item number is 21-2160-51. This issue happens frequently, particularly among community pump users. Pump is being turned off while infusing. When a drop test is performed with the pump using a rechargeable battery, the pump turns off. When the same test is performed with the pump using an aa battery, the pump continues to remain turned on. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: the event took place 10 times between may and october, twice on (B)(6) 2024, once on (B)(6) 2024, once on (B)(6) 2024, once on (B)(6) 2024, once on (B)(6) 2024, once on (B)(6) 2024, once on (B)(6) 2024, and twice on (B)(6) 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A video of the device was provided. The video demonstrated that during a drop test, the pump using a rechargeable battery loses power due to loose contact between the pump and battery, while the same test with aa batteries shows no power loss. However, without access to the device, no analysis could be conducted to verify the issue, or establish a root cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Two devices were returned for analysis. The shutdown resulted from severe mechanical impact outside intended use, causing temporary loss of battery contact. The pump meets all applicable standards, no product failure was identified, and no CAPA is required.